Manufacturer narrative:
A manufacturing investigation was performed. Only the screw head was returned for examination. The screw head is deformed; short and flat on top. The head profile was checked with transparency and does not fall within tolerance. The review of the screw supports the complainant¿s description of the complaint condition. Therefore, this complaint is confirmed. The lot number of the screw is unknown therefore a review of the device history could not be completed. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable product risk management process occurrence rate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown; reported as big man. Additional product code: hrs. (B)(4) lot unknown. Due to intra-operative issues, the device was not implanted/explanted. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal ankle (fibula) repair on (B)(6) 2017, the surgeon implanted a 2.7 mm metaphyseal screw 16 mm long without issue. When he attempted to implant a second 2.7 mm metaphyseal screw as a lag screw the head of the screw sheared off when it was being tightened. Initially, the surgeon thought the bone had broken as he has applied very little torque, but when he pulled the screwdriver he noted the broken head of the screw. Upon inspection of the screw, it was noted that the screw head appeared misshapen. The surgeon continued with the surgery, opting to leave the screw shaft in the bone as he felt he would do significantly more harm if he attempted to remove the shaft. Since the bones in the fibula are small bones, the reduction was difficult. The screw was placed right at the fracture site and the surgeon had just achieved the reduction; the surgeon needed another skinny, low profile screw preferably 16 mm in length there but only two in the consolidated set. The surgeon had to find a new spot and use a less desired length. During the procedure, the reporter and the surgeon inspected the rest of the screws in the caddy and found three (3) other screws with misshapen heads. The surgery was successfully completed but was delayed by approximately thirty (30) minutes. There were about three additional x-rays taken during the surgery due to the reported events. The patient was reported to be stable at the end of the procedure. Concomitant devices reported: stardrive screwdriver shaft t8 (part 314.467, quantity 1). This is report 1 of 1 for (B)(4).